Manufacturer narrative:
(B)(4). Batch # l53d79. The analysis results found that the cdh29a device arrived with no apparent damage the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No anvil issues were noted during the functional test. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the procedure an open procedure or was it a laparoscopic procedure converted to open to remove the anvil from the abdomen: the procedure was laparoscopic. In the second moment it was performed abdominal incision to remove the surgical piece, by medical management option. It was not conducted by necessity of the anvil withdraw. Is the ogive referring to the anvil: yes, it refers to the anvil. Please see below for additional clarifying questions. Was the abdominal incision made specifically to remove the detached anvil from the abdomen: no. Did the surgeon convert to open to remove the anvil: no. In the same surgery they performed two procedures: first, the surgeon made a colectomy to remove part of the colon because the patient had a tumor. Thus, he performed a small incision in the abdomen, like a cesarean section, to remove the patient¿s tissue / tumor (previously named as ¿surgical piece¿). Subsequently, the surgeon made a rectosigmoidectomy to reconstruct the intestinal transit and he used the stapler. When it was removed from the anal region, the anvil released from the stapler and remained in the sigmoid region of the patient. The anvil was removed through the small incision made in the abdominal area due to the colectomy ("first" part of the surgery).

Event description:
It was reported that during a hemicolectomy by video procedure, after shooting and conducting colorectal anastomosis using the stapler at the time of withdrawal the ogive detached of the device and it was located in the rectosigmoid. The ogive was removed by abdominal approach. There were no adverse consequences for the patient.